Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (death).

Event description:
One endeavor sprint drug eluting stent was implanted in the lad during index procedure. Approximately 15 months post index procedure the patient expired. Death was assessed as cardiac. Cause of death was reported to be a heart attack. Investigator has assessed that the event was possibly related to the study device.